Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation for the event of the endoscopic image cannot be displayed, it is likely the following led to the malfunction: disconnection in cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited disconnection in cable unit and that the endoscopic image cannot be displayed. There was no patient involvement.